Event description:
During verification testing at the manufacturing facility, it was noted that the device was ballooned and split. Blood was noted in the tubing. Multiple unsuccessful attempts were made for additional information.

Manufacturer narrative:
The device was evaluated. Testing found the device ballooned and split. This was due to high internal pressure. (B) (4). (B) (4).